Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a trilogy 100 ventilator. The manufacturer received information from the distributor alleging a patient passed away unrelated to the use of the device. There was no allegation of a device malfunction or issue. The manufacturer was made aware of this complaint through a representative of the distributor. It is unclear if the device was in patient use at the time of the occurrence. Medical intervention was not specified. A clinical assessment of the event has determined, based on the information currently provided and available the device did not cause and/or contribution to the reported death. Good faith effort attempts will be made to gather additional information. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.